Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low", although a specific value was not given. The customer declined follow-up from tandem technical support regarding their bg, therefore no additional information was obtained. Customer updated their settings to address the event.